Manufacturer narrative:
The reported complaint of the the autopulse platform (B)(4) displayed "battery low" message was not confirmed during functional testing and archive data review. A known-good fully charged autopulse battery was used on the returned autopulse platform and error message "battery low" was not reproduce. One of the autopulse li-ion battery used during the event was returned for investigation, a known good autopulse platform did not display any "battery low" when it was inserted, no issue found. The other battery used was not returned and therefore, investigation could not be performed. Therefore, the root cause of the "battery low" is undetermined. No physical damage was observed on the autopulse platform during visual inspection. The initial functional testing failed dut to the autopulse platform displayed user advisory "ua34" (encoder failure) error message upon power up. The root cause of ua34 error was due to a misaligned pin at the j11 connector on the processor board and caused the integrated encoder to defect. To remedy ua34 error, the integrated encoder was replaced and realigned pin at the j11 connector.the ua34 is not related to the reported complaint. The archive data review showed no occurrence of "battery low" error message. Also found in the archive and unrelated to the reported complaint, multiple ua17 (max motor on-time exceeded during active operation) error occurred. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, about 10 minutes into the call, the autopulse platform (B)(4) displayed "battery low" message. The customer replaced the battery on the autopulse platform with a fully charged autopulse li-ion and about 6-8 minutes of use, the autopulse platform displayed "battery low" again. The autopulse li-ion batteries used were tested after the call and both batteries showed fully charged. Patient's status information was requested but the customer did not provide a response.